Event description:
The customer reported to baxter (B)(4) a 4-lead solution administration set in which a backflow occurred. According to the report, after dispensing the epirubicin, a little was left in the tubing. The set was rinsed with nacl and an infusion of cyclophosphamide was begun. During the second rinse, it was noticed that some of the epirubicin had run into the y-part of the tubing and a pean /clamp was attached to stop the epirubicin from running into the drip chamber. Nacl was added to other port so the rinse could be conducted. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. The sample was functionally tested by attaching a bag with blue solution in order to notice if any solution is passing past the closed clamp. The sample analysis revealed no solution passed in more than 24 hours. Furthermore, two retained samples were tested for the reported condition. All the clamps were checked and no solution/air passed when the roller clamps were closed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.